Manufacturer narrative:
Mindray service representatives reprogrammed the unit, upgraded system software and replaced the power supply. Calibrated and safety tested the monitor to factory specifications.

Event description:
Customer reported an issue with the passport 2 monitor's display which may have resulted in a loss of primary monitoring. No patient injury was reported.